Event description:
It was reported that the pump battery could not be charged. There was no adverse impact to the customer's blood glucose level. Reportedly, customer continued using the pump for insulin therapy until they were able to obtain a new pump due to their current pump being out of warranty, relying on alternate method of insulin therapy if necessary.